Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her one touch ultra2 meter was reverting to the settings mode when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged meter settings issue first occurred on ¿(B)(6) 2014 at 11pm¿. The patient manages her diabetes with a combination of diabetic medications (metformin 2000mg) and denied taking any action in response to her regular diabetes management routine as a result of the product issue. The patient claimed that ¿30-45 minutes¿ after the product issue started, she developed the symptoms of ¿dry mouth, shaky, sweats and lightheaded¿. However, the patient denied receiving any form of treatment due to the alleged product issue. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used. The cca walked through a retest with the patient and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (02/11/2015). The patient¿s meter has been returned on 1/26/2015 and evaluated by lifescan product analysis on 1/28/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.